Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient, (B)(6) year old, male, underwent a procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardial drainage. The patient¿s medical history is unknown. After isolation of the vein and the beginning of a defragmentation procedure, the patient's blood pressure decreased and a pericardial effusion was noticed. Pericardial drainage was performed by a cardiac surgeon. The transseptal puncture was performed with the brk needle and the slo st. Jude medical sheath. There is no information about the hospitalization. No further information is known regarding the patient status. No malfunction of the devices was observed during the entire procedure.